Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse reported that the biomedical department had tried to check the iabp unit for leaks and was unable to duplicate the issue. The fse ran the iabp unit through the service manual helium leak tests and all were within the acceptable values. The fse then disassembled the iabp unit and removed the pneumatic module and fill manifold and checked all components for tightness and they were fine. The fse also checked the tightness of all the helium hose fittings, reassembled the unit, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak, and that the helium tank went empty very quickly. It is unknown the circumstances under which the event occurred; however, there was no patient involvement and no adverse event was reported.